Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic with dizziness. Upon interrogation, the right ventricular lead exhibited loss of capture and noise oversensing that led to pacing inhibition. Programming changes were made initially. Then, the physician capped and replaced the lead on (B)(6) 2019. The patient was in stable condition.